Event description:
Reports of the remington pacing cable not accepting the bipolar pin with the pacing wire. We have pulled the product from our shelves. We found products with different lot numbers with defective collets. We contacted remington and they stated that they have reports from other hospitals regarding failure of the device. They did not send out any info to any of the buyers. We had reports in which we had an emergent and potentially life threatening incident with a pediatric pt in need of pacing and we could not hook up the wires to the pacing cable. It appears that a stent in the mfg process had been missed. The collet did not have the center hole tapped or notched out. It will not accept the pacing pin. Dates of use: (B)(6) 2013.